Event description:
I got cut while trying to open hearing aid batteries. This new child proof packaging is impossible for an elderly person to open. Every week I dread having to replace the batteries because of the danger imposed to myself caused by this packaging. Distributed by starkey.